Event description:
It was reported that the spinal cord stimulation (scs) patient experienced a loss of stimulation in the painful area intended to treat with scs. Reprogramming was attempted but was unsuccessfully able to cover the painful areas. A fluoroscopic image was taken and confirmed that the leads had migrated down and to the right. The patient underwent a revision procedure where one of the leads was repositioned. The patient was doing well post-operatively.